Event description:
A report was received that the pt underwent a pocket revision. The ipg was originally implanted on the backside causing the pt discomfort when leaning on the ipg. The ipg was relocated to the abdomen and the pt was doing fine.